Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/19/15. Device evaluation: the device has been returned and evaluated by product analysis on 11/10/2015 with the following findings: during investigation, the battery compartment was observed to be cracked above and below the grip pad. Unrelated to the original complaint, the pump powered on to a dim and discolored display. The keypad cover was found to be torn below the ok button but all the buttons were found to be under responsive to user presses. The keypad cover was removed and there was contamination found under all the contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.